Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication that the monitor malfunction caused or contributed to the patient's death as the monitor was able to delivered 12 appropriate treatments during treatable arrhythmias. Manufacture dates: belt: 7/1/2014; monitor: 2/6/2018.

Event description:
A us distributor contacted zoll and reported that a patient passed away on (B)(6) 2018 while wearing the lifevest. It was reported that the patient was at home and was sitting in a chair prior to losing consciousness. Prior to passing, the patient received 12 appropriate treatments from the lifevest. The first 8 treatment were delivered between 2:05:35 pm and 2:10:59. The patient's rhythm at the time of the first 8 treatments was ventricular fibrillation (vf). The post-shock rhythms for the first three treatments was a slower rhythm with recurrent vf. The post-shock rhythm for the fourth treatment was vf. The post-shock rhythm for the fifth, sixth and seventh treatments were conversions to slower rhythms. The eighth treatment was delivered while the patient's rhythm was vf, and the post-shock rhythm was ventricular tachycardia (vt) at 260 bpm. The ninth treatment was delivered at 2:11:33 pm while the patient's rhythm was vt at 240 bpm. The post-shock rhythm was sinus rhythm at 70 bpm with pvcs with recurrent vt at 280 bpm. The tenth treatment was delivered at 2:12:04 pm while the patient's rhythm was vt at 270 bpm, the post-shock rhythm was vt at 270 bpm. The eleventh treatment was delivered at 2:12:37 pm while the patient's rhythm was vt at 270 bpm. The post-shock rhythm was sinus rhythm at 90 bpm for 5 seconds with recurrent vt at 280 bpm. The final treatment was delivered at 2:13:05 pm while the patient's rhythm was vt at 260 bpm. The post-shock rhythm was sinus rhythm at 90 bpm for 4 seconds with recurrent vt at 270 bpm. The response buttons were pressed from 2:14:45 pm to 2:15:12 pm, it is unknown who was pressing the response buttons. The patient's rhythm from 2:13:05 pm to 2:15:12 pm was in vt at 270 bpm for 24 seconds before the onset of nsvt. The patient's rhythm varied between vt, nsvt and vf for approximately 2 minutes 10 seconds. The response button usage and the short duration of the treatable arrhythmia following the last treatment prevented the lifevest from delivering a treatment. Ems was reportedly called and attempted to resuscitate the patient. The patient passed away on (B)(6) 2018.